Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the values on their cgm are 20 ¿ 100 points different. On (B)(6) 2019, in the morning her bg was 95 mg/dl and her cgm displayed 110 mg/dl. Later that day, her cgm was 121 mg/dl, she ate a couple of grapes and took a nap. However, she did not wake from her nap, a family member found her and contacted emergency medical services (ems). Her bg per ems was 29 mg/dl. She was given fluids via intravenous (IV) therapy and dextrose 50 by the paramedics. She refused transport to the hospital once her bg was 120 mg/dl per ems. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.